Event description:
It was reported that there was a lead perforation with pericardial effusion. There was no capture at maximum outputs. The lead was explanted and replaced. No further patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation and inter tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.